Manufacturer narrative:
The oad and guide wire sections were returned for analysis. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage. Further examination revealed that the crown and tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. There were 2 guide wire segments returned. The proximal guide wire segment was fractured 262.9cm distal to the proximal end. Examination in the area of the fracture revealed surface wear on the shaft. No biological material was observed on the shaft. The distal guide wire segment was 67.7cm long and fractured on both ends. The proximal fracture on the distal segment matched with the fracture on the proximal guide wire segment. The distal fracture on the distal segment was just proximal to the proximal spring tip solder bond. The spring tip was not returned for analysis. The fractured guide wire and oad were sent for scanning electron microscope (sem) analysis. Sem analysis identified torsional and fatigue striations on the face of the fractured guide wire. The inner diameter of the oad tip bushing exhibited guide wire material. Bench testing has shown that spinning an oad over a kinked guide wire can result in the damage observed with this oad and guide wire. As the distal tip of the guide wire was not returned, the exact root cause could not be determined. An in-house .014 guide wire was loaded through the oad and passed through the area of adhered material with some resistance. When tested, the device spun at low, medium and at high speed with no issues observed. At the conclusion of the failure analysis investigation, the root cause of the event could not be conclusively determined. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Device analysis: bench top testing has replicated this guide wire damage, see the bench top test sample exhibiting similar surface wear after having been spun over a bend and or kink in figure 6 below. Refer to (B)(4) for additional bench top test samples and details. The control knob was loose and traveled smoothly and the driveshaft could be seen moving at a 1:1 ratio with the movement of the control knob. An in-house 0.014" test wire was loaded through the device and passed without resistance. The oad was then tested using an in-house saline pump. When tested using an in-house saline pump, the oad was found to be in a temp-locked state which causes the device to be unresponsive to operating, the device was unlocked and functional testing was resumed. The oad speeds were tested and the device spun during all speeds with no abnormalities observed. The device and components functioned as intended with no abnormalities or unusual sounds observed. There was no other damage observed with handle assembly that would have contributed to the difficulties experienced during the procedure. The outside diameter (od) of the crown was measured using a calibrated dial caliper and was found to meet the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. There was no other damage or abnormalities with the device or its components that would have contributed to the reported event. (B)(4).

Event description:
It was noted via procedural notes that the physician first performed atherectomy in the common femoral artery (cfa). Before treating the lesion the sfa, the physician noted that the tip of wire had broken off. All other information was provided in the initial MDR.

Manufacturer narrative:
It appears there was an additional copy and paste error in the supplemental 3004742232-2017-00033 in box h10 regarding the failure analysis. The corrected failure analysis is provided below. The oad and fractured guide wire sections were returned without the protective product tray. The initial visual and tactile examination of the handle assembly, saline sheath and driveshaft did not reveal any damage. Further examination revealed that the crown and tip bushing remained intact and undamaged. No biological material was observed on the driveshaft or crown. The outside diameter (od) of the crown was measured using a calibrated dial caliper and met the drawing specification. The placement of the crown and driveshaft dimensions also met the drawing specifications. There were 2 guide wire segments returned. The proximal guide wire segment was fractured 262.9cm distal to the proximal end. Examination in the area of the fracture revealed surface wear on the shaft. The distal guide wire segment was 67.7cm long and fractured on both ends. The proximal fracture on the distal segment matched with the fracture on the proximal returned guide wire segment. The distal fracture on the distal segment was just proximal to the proximal spring tip solder bond location. The spring tip was not returned for analysis. The fractured segments of the guide wire were sent for scanning electron microscope (sem) for analysis. Sem analysis identified torsional and fatigue striations on the face of the fractured guide wire. The inner diameter of the oad tip bushing exhibited guide wire material. Bench testing has shown that spinning an oad over a kinked guide wire can result in the damage observed with this oad and guide wire. As the distal tip of the guide wire was not returned, the exact root cause could not be determined. An in-house .014 guide wire was loaded through the oad and passed through the area of adhered material with some resistance. When tested, the device spun at low, medium and at high speed with no issues observed. At the conclusion of the failure analysis investigation, the root cause of the event could not be conclusively determined. The device history record for this oad lot number and the material inspection report for the guide wire lot number have been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Device evaluation in process. A supplemental report will be submitted for failure analysis. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, the tip of a csi viperwire guide wire broke off and was left in the patient. The target lesion was 95% stenotic and was located in the superficial femoral artery (sfa). The physician accessed the lesion using a terumo pinnacle introducer sheath, workhorse guide wire and a trailblazer guide catheter. The workhorse wire was exchanged for a csi viperwire guide wire. The physician advanced the wire up and over the aortic bifurcation. The wire was then advanced into an arterial side branch. The physician loaded a csi orbital atherectomy device (oad) onto the wire and performed runs at low, medium and at high speed. When the physician attempted to pull the wire back, he discovered that the tip had detached. The physician attempted to remove the wire from the patient, but was unsuccessful. A vascular surgeon was called in, but while attempting to snare the wire, additional arterial damage occurred. The event was able to be resolved by holding pressure to get hemostasis. The patient status remained stable throughout the procedure.